Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Based on the revision implant sheet, the patient had a right knee revision where the insert and femoral component were replaced and a triathlon cemented stem was also implanted.